Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged reset malfunction was verified. The alleged battery malfunction could not be verified.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump unexpectedly reset with 75% battery life. Reportedly, the battery gauge displayed 5% following the reset. Customer reported blood glucose level was between 70-240 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.